Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Additional observations not reported were the top bipolar pin was pushed into back end and the bottom pin was bent. Failure analysis concluded the damage was likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the scratches may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure a wire separated at the tip that goes inside the patient on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
As part of a legal discovery activity, on april 3, 2015, intuitive surgical, inc. (Isi) was provided with a copy of the hospital's risk occurrence report from the hospital's risk management department regarding the reported event.